Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 248 mg/dl. During troubleshooting, the call was able to get insulin to exit without an alarm after a set change. The customer was advised that the set and reservoir would be replaced but did not return the products for analysis.